Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 confirmed in insulin pump history with variable (003) due to broken trace at pin on keypad assembly. Pump error 53 found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 138 mg/dl. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. The customer was performed self test and it did not pass. The insulin pump will be returned for analysis.